Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported aspiration and cutting of the probe were poor. The product was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were four other complaints for the reported issue. One vitrectomy probe was returned for evaluation. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. The initial test was deemed nonconforming due to the cutter not completely closing. A retest showed the cutter was able to actuate and close the cutter completely to its specification. An initial actuation test failure sometimes occurs due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodged the material and the probe will then work properly. This test is then considered conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. This indicated the probe did actuate properly for the customer. No resistance was felt when the inner cutter was removed from the needle. Wear marks are present at the bend area and down the front of the inner cutter. Actuation testing was repeated after the disassembly and the test was deemed conforming. The complaint evaluation does not confirm an aspiration and cut issue with the probe. The complaint probe was able to be aspirate and cut to specification. The root cause for why the entity could not aspirate or cut cannot be determined from this evaluation. The most likely reason for the probe having poor aspiration and cut performance would be from excessive surgical material within the probe that may have temporarily impeded the movement of the cutter shaft and reduced its aspiration flow. No specific action with regard to this complaint was taken because the probe was manufactured to its specification. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).